Manufacturer narrative:
(B)(4). . The device history records were reviewed with no deviations or anomalies noted. The device was visually examined and it was confirmed a burr was located on the top of the screw. This device was used for treatment. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of further information. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that a small piece of metal was discovered on the screw head which prevented it from sitting into the screw driver correctly.